Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 428 mg/dl at the time of incident and the current blood glucose value was 475 mg/dl. Customer was treated with manual injections. Customer did not allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Customer stated they performed high pressure testy and it did not passed. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. No device problem found. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries.